Event description:
On (B)(6) 2005, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2006, follow-up imaging showed the right common iliac artery (rcia) to measure 2.3 cm. On (B)(6) 2012, follow-up imaging showed a distal type I endoleak on the device implanted in the rcia. It was reported that the endoleak was caused by interval enlargement of the rcia and elongation of the aorta, leading to upward migration (amount unknown) of the right iliac limb. It was reported the rcia measured 3 cm. On (B)(6) 2012, an additional procedure was performed whereby an additional device was implanted to treat the endoleak. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc201000/03458541.